Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 f device. When deploying the device, one of the needles deflected into the subcutaneous tissue. The cardiologist made a small incision and removed the needle by clasping it with hemostats. He removed the device and inserted a second device for closure. The patient recovered without incident.